Event description:
It was reported that an unknown critical pump alarm occurred. The patient reported a myocardial infarction (mi) around the time of the critical alarm and as a result missed her refill appointment. The patient had pain, chest pain and nausea. The location of the symptoms was reported as pancreas. The pump was refilled. The device system delivered dilaudid, bupivacaine and clonidine. It was later reported that the patient had no further complaints.

Manufacturer narrative:
Product ID 8590-1 lot# n233815, implanted: 2010 (B)(6), product type accessory product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).